Event description:
After implantation into the left carotid artery, the delivery system could not be withdrawn. The product was hooked within the stent and was therefore surgically removed. An arterial cut-down of the left carotid artery was completed. The stent and delivery system were surgically removed. The pt has a medical history of stenosis in the left and right carotid artery. The lesion being treated was the left carotid artery. There was no damage to the package. The product did not dislodge or separate. This was the initial treatment of the lesion. No dissection occurred during the procedure. The stent was deployed and expanded completely. The product was used off label. The product used by date was 2008. The pt is in stable condition.

Manufacturer narrative:
This product is available for analysis; however, it has not been received for analysis. Additional info will be provided within 30 days of receipt.